Event description:
It has been reported to philips that system did not boot past 0:00 on the application screen. The device was outside clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pan handle gets stuck. Upon troubleshooting, fse confirmed that the pan handle gets stuck in the engaged position. The defective pan handle was returned to philips for failure analysis; the failure description is paint on the top of the button is partly gone. Some basic surface damage and wear. Several deep cuts in the cable, one of which is through the isolation and core cables. The haptic feedback of the pan button is incorrect. When pressed exactly in the middle, it functions as expected; when pressed slightly on the side, the button does not fully depress. To resolve the issue, fse replaced the pan handle. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The device problem code was corrected.